Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a presyncopal episode. The patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited noise. The noise was able to be reproduced. The lead was explanted and replaced. The patient was stable.